Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection performed with naked eye and clemex intelligent microscope identified a damaged/missing chip. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was verified. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the event was determined to be a manufacturing issue. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient could not disconnect a solution bag from a transfer set when setting up dialysis. The pd nurse assisted the patient in replacing the transfer set. The transfer set was used on the patient in the month of this report. While there was patient involvement, there was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.